Event description:
Spv was implanted in the precordia of the patient for v-p shunting. The initial setting pressure was 110mmh2o. However, the ventricle shrinking was observed and the doctor changed the pressure to 150mmh2o. Though the pressure was increased, the ventricle shrunk more and became slit. Then, the doctor increased the pressure once again to 200mmh2o, but the condition was not improved. Since subdural edema was observed, the doctor removed the spv and implanted spv-400 with setting the pressure at 300mmh2o. After replacing the valve, the patient recovered and left the hospital. Not patient injury was reported.